Manufacturer narrative:
Device will not be returned, and therefore, no evaluation can be conducted. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that during a procedure on (B)(6) 2023, the surgeon's finger was burned by the end of the light cord. According to the surgeon, the burnt was mild, and felt like a cigarette burn. No immediate treatment was provided for this burnt, and the surgeon is doing fine now. They were able to complete the procedure without any patient impact. However customer did not recall the serial number of the involved device, nor did they know what light cable was used in the procedure. We were not made aware of this incident until march-1st-2024.

Manufacturer narrative:
Per evaluation findings by the manufacturing site: the most probable root cause is a user error, as the IFU issues a warning for this event. It appears that the client was careless during the surgical procedure. Based on the available information, the failure description and similar complaints, most likely there is no device malfunction. This event is filed under internal complaint ID (B)(4).